Event description:
It was reported that the system was having intermittent boot-up problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty interconnect cable. System operates as intended.